Event description:
Literature: lee jy, han jh, kim hj jeon bs, kim dg, paek sh. Stn dbs of advanced parkinson's disease experienced in a specialized monitoring unit with a prospective protocol. J korean neurosurg soc. 2008:44(1):26-35. Summary: this study evaluated a total patients from 2005 - early 2006 to assess the short term outcome of stn stimulation for patients with advanced pd evaluated in a 24h monitoring unit for movement disorder. Patient 2 of 3 suffered adverse effects after dbs surgery. Immediate postoperative CT scans demonstrated a small intra-cranial hemorrhage (<1cm diameter) along the trajectory of the electrodes. Ich was asymptomatic. See manufacturer report number: 2182207-2009-02211.